Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion and excessive no delivery tests due to the prime anomaly. The device was programmed with multiple basal profiles and boluses. All programmings delivered and recorded properly during testing. No history, delivery, daily total, basal or bolus anomaly observed during analysis. A scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for low blood glucose levels, and her doctor feels that the insulin pump may be over delivering. Troubleshooting was performed, and the customer stated that she rewound and primed the insulin pump on the date of the event, but the insulin pump history was not showing this. Advised the customer that the insulin pump would be replaced due to a possible history anomaly. Nothing further was reported.